Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. Communication with the physician confirmed that the physician was inserting the trapliner into the co-pilot, his hands went at an angle accidentally and he bent the pushrod at the weld. He then tried to straighten the pushrod back out and it broke, at the weld, in his hands outside of the patient. The two pieces were in his hands, so no harm to the patient. The most likely root cause for the separation was operational context and unintended user error.

Event description:
It was reported that the physician was pushing the guide extension of the trapliner through the co-pilot and it snapped before entering the patient. No further complications were reported.